Event description:
During a ptca procedure, the balloon became stuck on the wire. While being subjected to force during removal, the shaft of the catheter broke. The procedure was completed with another device. No pt injuries or complications occurred.